Manufacturer narrative:
D10 concomitant products: sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n4d1882y sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n4b2144y sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a partial video-assisted thoracic surgery (vats) for the resection of pulmonary parenchyma procedure, the first reload had a poor connection, the second and fourth reloads experienced firing stops between the 3 centimeter and 4 centimeter suture length lines, and the third reload had reinforcement material that dislodged. A new reload was used to resolve the issue. There was no patient injury.